Event description:
Olympus (oerc) was informed via repair request that the customer visera elite ii video system center has a reported image problem, ¿optical and source cable are not working.¿ the problem found during an unspecified event. No death, injury or harm was reported. The device will be returned for service.

Manufacturer narrative:
Olympus made multiple follow ups with the user facility to obtain additional information regarding the reported event but no information was obtained. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported image failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. It was thought that the image failure was a transient/temporary problem. However, the investigation did not establish the root cause of the reported issue. Olympus will continue to monitor field performance for this device.